Manufacturer narrative:
Technical services suggested monitoring the lead more intensely as well as to check the lead in unipolar mode to see if there is any difference. The caller may attempt to test the lead in unipolar prior to the patient leaving. No further information available. This event will be reopened should more information be made available. Upon receipt at our post market quality assurance laboratory, visual observation confirmed that the lead was returned severed 70mm from the terminal pin, and the proximal segment only was returned. The cathode coil is extremely stretched and extends to 88mm. The anode coil is extremely stretched and extends to 77mm. The ends of the coils appear cut and/or fractured, most likely pulled to the point of fracture. There were set screw marks were noted on both terminals, 2 on each.

Event description:
Guidant received information that the pacemaker has a battery voltage indicative of replacement time. The ventricular lead has a bipolar immpedance less than 300 ohms. The thresholds and sensing are good. New information was recieved that this lead was removed from service and returned to boston scientific.